Event description:
During setup to initiate ivtm therapy, the thermogard xp ivtm system (sn (B)(6)) failed to power on. Another thermogard system was used to initiate the treatment. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
The reported complaint that "the thermogard xp ivtm system (sn (B)(6)) failed to power on" was confirmed during functional testing performed at zoll service depot. The root cause of the reported complaint was the malfunctioning power supply, most likely due to failed component(s). However, the contribution of the age of the device cannot be ruled out. The thermogard console was manufactured in february 2018 and has exceeded its expected service life of 5 years. Visual inspection of the returned thermogard console revealed several issues, unrelated to the reported complaint. The top lid bumpers were cracked, the prime switch cover was missing, and the coldwell cap gasket and drip tray were degraded and had turned yellow. Also, multiple air bubbles were observed on the window display, and the screen looked degraded. The root cause for the observed physical damages is attributed to both wear and tear, as well as user mishandling. All the damaged parts will be replaced to address the issues. Initially, the event logs could not be downloaded and reviewed due to no power in the thermogard console. When the system was connected to a known-good external power supply, the thermogard console powered on, and the event logs were downloaded. The event log data revealed a mid:16 (software related) error message recorded on the customer's reported event date. This error message is indicative of a malfunctioning power supply. The mid:16 error message also got recorded in the event log files when the system failed to power on at zoll service depot. The thermogard console failed the initial functional test as it did not power on, confirming the customer's reported complaint. The technical investigation determined that the power supply was malfunctioning and must be replaced to remedy the problem. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the thermogard console with serial number (B)(6).